Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the hanger and the control knob were broken, the hanger and the menu knob were both missing however, analysis could confirm that the gasket was pinched and the lower case battery drawer sticks. It was noted that both wires on the liquid crystal display (lcd) were pinched (wires exposed), the ventricular output connector was broken, the upper and lower case halves were broken, the keypad window was scratched, the control knob and the hanger screw were missing, one damaged plug and both output connector nuts were discolored. It was noted that the encoder assembly, keypad, three control knobs, three plugs and two case screws were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken bed hook, a gasket sticking out, a stuck battery door and a broken knob. The epg was returned for repair. There was no patient involvement.